Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a downward trend in lead impedance to low values. It is suspected the lead was subjected to clavicle crush based on patient anatomy. The lead was capped and replaced. No patient complications have been reported as a result of this event.